Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 694765 implantable tachy lead: (B)(6) 2009. 419488 implantable pacing lead: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was a potential performance issue with the device as its longevity was less than four years when it reached eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.